Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: unknown medtronic lead, implanted: (B)(6) 2006; dtba1d1 ICD, (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds, intermittent loss of capture at high voltage/maxium pulse, high impedance with a gradual rise in pacing impedance, and oversensing with noise at times. It was also noted that there was loss of capture in anti-tachycardia pacing therapy during ventricular tachycardia (vt)/ventricular fibrillation (vf) with oversensing noise. Follow up with the physician's office indicated that the patient was hyperkalemic at the time and therefore no intervention was taken on the lead. The lead remains in use. No patient complications have been reported as a result of this event.